Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to place a cardiomems sensor using a hi-torque command 18 guide wire. There was difficulty advancing the cardiomems delivery system over the guide wire. When the sensor was in the right ventricle, there was tension on the system and difficulty advancing further. It was necessary to push hard in order for the cardiomems device to advance into the target location and the guide wire coating was noted as becoming bunched. The sensor deployed without any issues. Removing the delivery catheter over the command 18 guide wire was also very difficult and the guide wire and delivery catheter had to be removed together. After removal from the body, it was observed that hydrophilic coating of the wire was bunched but not separated. It was confirmed that nothing was left in the anatomy. There was no adverse effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Device code 1494 - indication for use added. D4: UDI is not provided because there is no part/lot number reported. A visual and dimensional inspection was performed on the returned guide wire and the reported difficulty to remove and advance were unable to be confirmed due to the condition of the guide wire. There was noted bunching and damage to the polymer coating consistent with case circumstances. A review of the lot history record and similar incident query could not be conducted due to no lot number reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted in the hi-torque command 18 guide wire for pta instructions for use (IFU) contraindications section states: not intended for use in the coronary or cerebral vasculature. It should also be noted that in the hi-torque command 18 guide wire for pta IFU indications for use section it states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta) in arteries such as the femoral, popliteal, and infra-popliteal arteries. This guide wire may also be used with compatible stent devices during therapeutic procedures. It is unknown if the IFU deviations directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that that as the delivery catheter was advanced along the wire, it encountered the location where the hydrophilic coating begins, and the delivery catheter was pushing this coating forward which caused the tension and hard time pushing it further over the wire. It was also very hard pulling the delivery system back over the wire, so both the delivery system and wire had to be removed at the same time. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.